Manufacturer narrative:
The device history record (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dry eyes at three day lasik post-operative visit. At visit patient complained of "vision seems blurred". Additional info from reporter indicated patient was prescribed artificial tears and a cyclosporine ophthalmic solution which resolved the dry eyes after seven days of treatment. This report is for the left eye, and additional report will be filed for the right eye.